Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via pone call that the insulin pump alarmed insulin flow blocked alarm.the customer's blood glucose was above 600 mg/dl which was treated with manual injection. The customer's blood glucose decreased to 400 mg/dl. The customer stated that they changed the reservoir and the infusion set twice. The customer stated that the next morning their blood glucose was still 400 mg/dl and they took fifteen units of insulin with a syringe which decreased their blood glucose to 190 mg/dl. After lunch, the customer's blood glucose was 400 mg/dl again.  The customer took ten units of insulin with a syringe. Troubleshooting was performed and the insulin pump passed the high pressure test. During troubleshooting it was discovered that the cannula of the infusion set was bent. The customer's blood glucose was 324 mg/dl at the time of the phone call. The infusion set and the insulin pump will not be returned for analysis.